Event description:
The roche field application specialist reported when she removed the syswash bottle from the instrument, noted the valve body was cracked allowing water to leak down inside the analyzer. The analyzer is not yet live so no pt samples were affected. No one was harmed. The field service rep confirmed the valve body was cracked, and replaced valve body. Checked for leak from system water tank and the field application specialist ran the instrument to verify analyzer performance.